Manufacturer narrative:
(B)(4). The service engineer inspected the device and found particles from inside pump.

Event description:
It was reported that before connecting the patient a, ht70 plus ventilator had a circuit check fail and low tidal volume. Although the patient was connected to the ventilator, the patient was transferred to another ventilator. There was no patient injury/harm reported.

Manufacturer narrative:
A pump manifold assembly was returned to covidien/medtronic¿s product analysis. A visual inspection of the returned component was performed and three of the inlet checks valve assemblies were found damaged. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the reported issue was verified. The root cause was isolated to a torn valve film in three of the inlet check valve assemblies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). A covidien field service engineer (fse) inspected the device and verified the reported condition. To address the failure, the pump and manifold assembly was replaced. The fse performed extended self-testing on the device and all tests passed.